Manufacturer narrative:
Product was returned and analyzed. This lead was returned to boston scientific's post market quality assurance laboratory severed 53mm from the tip end, only the distal segment was returned (terminal segment was not received). The helix was extended and dried blood was noted in the helix housing and tip region, this prevented testing the helix mechanism. The lead passed electrical testing. Laboratory analysis was able to confirm the reported allegation of difficult to position. The reported electrical allegations were not confirmed, neither the off-label allegation of overturning the helix mechanism more than the recommended amount of times.

Event description:
It was reported that this right ventricular (rv) lead exhibited sensing issues, thus the implanting position was changed. When the lead was being repositioned, the physician attempted more than the max amount of turns with no success of extending the helix. Retracting the helix was unachieved as well. This lead was unable to be successfully implanted, so a new lead was used and the procedure was completed. This product was returned and analyzed. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this right ventricular (rv) lead exhibited sensing issues, thus the implanting position was changed. When the lead was being repositioned, the physician attempted more than the max amount of turns with no success of extending the helix. Retracting the helix was unachieved as well. This lead was unable to be successfully implanted and was returned for analysis. No adverse patient effects were reported.